Manufacturer narrative:
The reported event was confirmed. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. Review of the archive data revealed a system error 136 (internal parameter corrupted) message. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. Visual inspection of the autopulse platform (sn (B)(4)) upon receipt found physical damage. The platform is a reusable device and was manufactured on 15 jan 2010. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the report of system error, out of service, revert to manual CPR message. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was tested during shift check and displayed a system error, out of service, revert to manual CPR message. The user was unable to clear the issue. No patient was involved with this event.